Event description:
Procedure: lap chole. According to the reporter: upon performing the instrument count at the end of the case, it was found a tip on the endo peanut was missing. Patient was x-rayed and surgeon searched for the tip, but it could not be found. The case was delayed approximately 1.5 hours.

Manufacturer narrative:
Date of initial report: 08/17/2009.